Event description:
A report was received that the patient was experiencing pocket discomfort and when the patient charged her ipg the site was painful. The patient's ipg was superficial. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision. The patient is reportedly well following the procedure.

Event description:
A report was received that the patient was experiencing pocket discomfort and when the patient charged her ipg the site was painful. The patient's ipg was superficial. The patient will undergo a pocket revision procedure.